Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had nothing displayed on the insulin pump screen. Customer had no response from any buttons. Customer attempted to insert a new battery but there was no response from the pump. Customer was advised to discontinue pump use and that the pump will be returned and replaced.

Manufacturer narrative:
Insulin pump powered up properly and no blank display noted. All buttons are functioning properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. Insulin pump received with normal operating currents and passed all functional testing including the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Insulin pump was monitored and no unexpected weak battery alarms occurred during testing. No damage was found on the lcd isolation tape during visual inspection. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.